Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
The bronchovideoscope was returned to olympus for evaluation. A borescope was used to inspect the interior wall of the biopsy channel and found no evidence of foreign materials inside the channel. The distal end of the scope was inspected under a microscope and found the objective lens in good condition; however, the glue on the bending section rubber was found with minor scratches. The scope passed leak testing. The scope was serviced and returned to the user facility. The bronchovideoscope was not forwarded to the laboratory for microbiological testing, as the user facility declined this service. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on october 25, 2016 to assess and observe the facilities reprocessing practice and to provide reprocessing training. The ess found the following reprocessing deviations: during pre-cleaning, the user facility was only aspirating the scope with detergent and not with clean water as stated in the reprocessing instruction manual. The user facility was not flushing the instrument channel of the scope. Instead, the user facility uses a non olympus endoscope flushing aid (scope buddy manufactured by medivators) to flush the instrument channel of the scope. Chapter 3 of the reprocessing instruction manual states, ¿attach the suction cleaning adapter to the endoscope. Connect the suction tube from the suction pump to the suction opening of the suction cleaning adapter. Turn the suction pump on. Aspirate clean water for 30 seconds. Remove the endoscope, together with the suction cleaning adapter attached, from the water. Aspirate air for 20 seconds. Turn the suction pump off. Disconnect the suction cleaning adapter from the endoscope. Disconnect the suction tube from the suction cleaning adapter. Flushing detergent solution into the instrument channel and the suction channel. Completely immerse the endoscope and suction cleaning adapter in detergent solution. Attach a 30 cm3 (30 ml) syringe to the suction opening of the suction cleaning adapter. Withdraw the plunger of the syringe to fill the instrument channel, suction channel, and suction cleaning adapter with the detergent solution (see figure 3.18). With the endoscope and suction cleaning adapter completely immersed in the detergent solution, disconnect the suction cleaning adapter.¿ based on the investigation findings, the root cause of the reported positive culture is most likely due to insufficient reprocessing/maintenance of the device.

Event description:
Olympus was informed that the bronchovideoscope tested positive for streptococcus viridians and an unspecified environmental contaminant after reprocessing. The scope¿s bending section rubber, lens area on the distal end, and the scope channels were cultured by sterile swab method. There was no patient involvement. Olympus was further informed that the user facility performs pre-cleaning after each procedure and uses an olympus single use cleaning brush (model # bw-400b) and a non olympus endochoice cleaning brush (model # sbd-289-50). The user facility also utilizes an olympus leak tester (model # mu-1). In addition, it was also reported that the user facility uses a non olympus medivators automated endoscope reprocessor (aer) machine (model# dsd-201) with disinfectants ruhoff endozyme (used for pre-cleaning) and rapicide. No problems noted with the aer machine. The scope is stored in a ventilated hanging cabinet.